Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons were functioning properly on the pump. However, the pump had corroded keypad traces. No button error alarms were noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer reported a button error alarm. Customer states that the blood glucose reading is unknown. Nothing further reported.